Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegd to have ulcers in the nose and nose bleeds related to a bipap device's sound abatement foam. The reported event of diagnosed with patient to ulcers in the nose and nose bleeds was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the patient did receive medical intervention and reported to be hospitalized and have several procedures to treat the nose ulcers and nose bleeds. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and dust/dirt contamination inconsistent with degraded sound abatement foam found throughout device enclosure and airpath suggesting a source external to the device and they found liquid ingress in the blower and blower box enclosure.slight black contamination at the blower seal of the blower box is consistent with keratin contamination observed by the manufacturer. The manufacturer can confirm that water damage caused p4 port corroded. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were seven errors (e-130 err_task_wdog_timeout,e-200 err_rtos_abort_error,e-53 err_comp_log_sem_timeout) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirm presence of contamination in the airpath also found corrosion due to water ingress at p4 and they found the evidence of sound abatement foam degradation which was observed in the base unit.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused ulcers in the nose and nose bleeds. The patient did receive medical intervention and reported to be hospitalized and have several procedures to treat the nose ulcers and nose bleeds. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.